Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported during a lasik flap generation, there was an area of no laser treatment. Reporter indicated there was no canal created, suction time was long, and large amount of opaque bubble layer (obl). Reporter noted surgeon did not attempt to lift flap and patient will return for photo refractive keratectomy (prk) at a later date.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows no errors or relevant warning that could contribute to the reported event. The logfile shows the energy is stable during treatment. No relevant deviation between planed and performed energy is detectable for the treatment. The user operated surgery with the recommended setting. The logfile shows the user needed more time to get the valid suction 2 which most likely caused by the docking technique by the user. Clinical review shows a decentered application of the suction-ring, flap decentered relative to the corneal center, massive formation of obl (opaque bubble layer) from 6:00 o¿clock to center, uncut area , vgb (vertical gas breakthrough), and shorter canal length as recommended. It is recommended that the ending of canal must be outside of the applanation area. The uncut area might be either related to vgb, or to fluids and gas that have been pushed between applanation cone and cornea. The root cause can be related to all of the above mentioned facts but mostly to the wrong canal-end placement. The root cause for vgb and bubble is a short canal which set by user or caused by decentered docking of ring. The root cause for the uncut area is vgb and bubble. (B)(4).